Event description:
During review of the pump's event history, baxter (B)(4) discovered a colleague infusion pump experienced failure code 500:320:625:0000, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.06.00.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Evaluation summary: the condition of a colleague infusion pump with failure code 500:320:625:0000 was discovered and confirmed in the pump's event history. This device was evaluated at the facility by a baxter field service technician who found this condition was caused by the user pressing a key, not including the on/off key, for longer than 50 seconds. This condition could not be duplicated during product evaluation; therefore, no repairs were necessary for this condition. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).